Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose level. The low blood glucose level of customer was 2.7 mmol/l. Current blood glucose level of customer was 10.7 mmol/l. Customer was treated with food. Customer had a high blood glucose and they kept giving themselves bolus until it reached 2.7 mmol/l. The insulin pump will not be returned for analysis.